Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address cup loosening, which caused pain. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). (B)(4) 2011 update: medical records received (B)(4) 2011 indicate metallosis at the junction of the head and trunnion of the stem. Per (B)(6), the head and stem are being added to the complaint. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, dislocations and loss of mobility. A liner is now being reported to address these issues.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. The FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.